Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. Functionally, the reload was loaded into a representative instrument. The reload was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. The reload was articulated without difficulty. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was insufficient articulation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are th oroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic low anterior resection procedure involving the handle and reload, the stapler was not able to fire. The surgeon was unable to press the green button, and the handle could not be squeezed. Additionally, articulation issues were noted with the handle, as the device did not articulate. The device was replaced, and the surgeon used another handle and reload to continue the case.

Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler, (lot # p4b1084) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.